Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck [foreign body in reproductive tract]. Case description: consumer contacted via social media and stated that the tampon was stuck. No serious injury was reported.